Event description:
It was reported that on (B)(6) 2018 a long gamma nail was implanted. During follow up 2 weeks after surgery, and there was no problem. However due to fall over on (B)(6) 2019, patient was complaining of pain. During revision surgery on (B)(6) 2018 cut out the screw was discovered.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that on (B)(6) 2018 a long gamma nail was implanted. During follow up 2 weeks after surgery, and there was no problem. However due to fall over on (B)(6) 2019, patient was complaining of pain. During revision surgery on (B)(6) 2018 cut out the screw was discovered.